Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lung cancer surgery, the surgeon was able to press the green button but the stapler did not fire. They replaced the device to complete the case. There was no patient injury.